Manufacturer narrative:
D10: equinoxe standard baseplate, equinoxe 38mm glenosphere, equinoxe glenoid screws, equinoxe glenosphere screw, equinoxe 38mm humeral poly liner, equinoxe +0 humeral tray. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02265. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side on an unknown date. Subsequently, the patient presented with complaints of pain, decreased rom, and dissatisfaction with their tsa. Upon examination of the imaging, the surgeon explained there was evidence of proximal humeral bone loss and component loosening and osteolysis, bone loss, and the appearance of loosening of the glenoid implants. Approximately 5 years post initial surgery, the patient underwent a revision procedure. The surgeon found proximal humeral bone loss and loosening, loose glenosphere locking screw, and grossly loose baseplate. According to the surgeon, there was too much glenoid bone loss to be able to secure any glenoid implant for reimplantation, so the patient was revised to a competitor¿s hemi arthroplasty. This resulted in a surgical delay of 15-30 minutes. The patient required prolonged hospitalization as a direct result of this issue. Images and x-ray were provided for review. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported may have been due to humeral loosening, glenoid loosening, device-device loosening, and/or loss of range of motion. However, the reported humeral loosening, glenoid loosening, device-device loosening, loss of range of motion, and the sequence of events could not be confirmed. Potential contributions of patient and user-related considerations to the event could not be assessed as the devices were not available for evaluation and initial post-operative radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.